Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 6.7, 16.0, 11.0, and 9.0mmol/l. Tests were done within 20 mins with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.